Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they received several motor error alarms during priming. The customer's blood glucose was 200 mg/dl at the time of incident. The nurse stated that they tried to change the infusion set and a motor error alarm occurred during prime rewind. The nurse stated that the insulin pump passed displacement test. The nurse stated that they received motor error alarm when they reinserted the infusion set. The nurse was also advised to revert to back-up plan. The insulin pump will not be returned for analysis.